Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's unit started alarming after being plugged in for an hour. The patient replaced the batteries but the unit continued to alarm. It was reported that the alarm was a low voltage alarm. The unit was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mobile power unit (mpu) alarming after being plugged into ac power, was not confirmed when the unit was evaluated by technical service. No operational issues were found when the unit was checked. No mpu alarms were observed or duplicated. The mpu patient cable was replaced due to wear. The unit was functionally tested and returned to the rental/loaner pool. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The unit was shipped to the customer on (B)(6) 2015. The unit had no previous services. The heartmate 3 left ventricular assist system (lvas) patient handbook and the heartmate 3 instructions for use (IFU) document the setup and use of the mobile power unit (mpu) with the heartmate 3 lvas system. Additionally the patient handbook and IFU document all system controller alarms, mpu alarms and the proper actions, and audible alarms on the mpu that are echoed from the system controller. No further information was provided. The manufacturer is closing the file on this event.